Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. Visual and functional testing (leak, clear passage, clamp function, seal surface) was performed. The device passed the initial testing and performed within product specifications. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the problem could not be confirmed during sample analysis. The home patient (hp) reported being disconnected from the patient line and reattached the transfer set to the line with tape. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient used tape to reconnect the transfer set catheter connector with the titanium adapter after the patient ripped them apart (addressed in a separate report). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.